Event description:
The customer reported that on (B)(6) 2020 at 6:00am the benevision central station did not generated an audio alarm for spo2. A visual alarm was observed on the display but no audible alarm was generated. No patient injury was reported.

Manufacturer narrative:
System logs were reviewed and no issues were observed; the reported issue could not be confirmed.

Manufacturer narrative:
An investigation is in process.

Event description:
The customer reported that on (B)(6) 2020 at 6:00am the benevision central station did not generated an audio alarm for spo2. A visual alarm was observed on the display but no audible alarm was generated. No patient injury was reported.